Event description:
It was reported that in the context of a pseudarthrosis of a lateral malleolar fracture the implanted plate broke approximately 1 year postoperative. It was further reported that the fracture of the patient did not heal after one year and therefore a pseudarthrosis was diagnosed. It was also reported that the breakage of the plate did not occur early, as the plate was 9 months after the implantation still intact. No further information was provided. Update dw 23-may-2025: further information was provided that the screw was explanted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
In total, 15 devices were returned to arthrex for the reported case. Two plates, twelve screws and one tightrope. No further information about an allegation was provided. It was confirmed that the initially provided part lot combination of this line was incorrect. The correct one is ar-8840cl-40 with the batch 14980518.

Manufacturer narrative:
Additional information: b5, d4, d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the threads of the low-profile screw¿, ss, 4.0 x 40 mm, cannulated, long thread were damaged. The single-use device was used/removed and returned for investigation due to the development of pseudarthrosis at the fracture site. Dimensional inspection was conducted in accordance with drawing (B)(4), and all measured values were found to be within specified tolerances. (Refer to dimension results for details.). Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. Per dfu-0125-eo g. Precautions: 4. Damage to the driver or screw may result from failure to seat the driver fully into the screw or to align the driver properly with the screw. The most likely cause of the reported failure can be attributed to user error, specifically due to misaligned insertion or misalignment during the screw removal process. This may have introduced unintended stress or damage to the implant components. A secondary, related failure mode involves the development of pseudarthrosis at the fracture site, which likely contributed to prolonged instability and delayed healing. This condition may have increased mechanical stress on the implant, ultimately leading to hardware fatigue and breakage, and resulting in adverse patient outcomes for revision surgery.